Manufacturer narrative:
(B)(4). The device history review for the product hemolok ml clips 6/cart 84/box lot#73h1700253 investigations did not show issues related to the complaint. The customer returned one cartridge from unit 544230 hemolok ml clips 6/cart 84/box for investigation. The cartridge was returned with half of a clip remaining in the cartridge and 3 clips returned loose. Visual examination of the returned cartridge and clips revealed that the sample appears used. Two of the loose clips were broken in half at the hinge while the other loose clip was damaged at the hinge, but still in one piece. The half clip that was stuck in the cartridge was removed from the cartridge and it was found that the clip was broken in half at the hinge. In total, the cartridge was returned with 3.5 clips. The damages observed are consistent with hyperextending the clips, improper loading of the clips and/or using a damaged applier. The clip applier was not returned. Functional inspection was performed on the loose clip that was still in one piece. Other remarks: a lab inventory clip applier was used. The clip was manually loaded into the jaws of the applier with no issues. Upon closure of the clip, the clip snapped in half at the hinge. This appeared to be due to the damage to the hinge that was present prior to functional testing. The IFU for the clip appliers, l06110, was reviewed as a part of this complaint investigation. The IFU indicates, "always check the alignment of the applier jaws before use. Alignment of the jaw is critical for safe application of the clip. If this is not done, patient injury may occur. The IFU also instructs the user, "immediately following each complete sterilization cycle the instrument should be inspected prior to use. The instruments should be inspected for signs of rust, cracking, pitting, breaking, staining and/or discoloration, burrs, sharp edges or protrusion as well as any other signs of defect. Special attention should be paid to ensure the instrument shaft is perpendicular to the instrument cap. Instruments found with any signs of the aforementioned defects are not safe for use with patients and should be immediately discarded." A corrective action is not required at this time as the condition of the sample received indicates that operational context caused or contributed to this event. It is unknown how the returned clips were handled during use and the appliers used at the time of malfunction were not returned for investigation. A device history record review was performed on the device and showed no evidence to suggest a manufacturing related issue. Therefore, based upon the observed damage, operational context caused or contributed to this event. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that: clips broke easily when the user inserted the clips on the applier despite being delicate. The clip was unstable on the applier it could fall easily outside or inside the patient. Two other cartridges were used and a bigger trocar to use clips size large. There was no patient injury.